Event description:
Spontaneous communication from cnss stating that part of the patient's invision-plus valve fractured in the central venous catheter. The nurse had her eliminate the valve and discard the old tubing. New tubing was primed. It was not noted if therapy was interrupted or adverse effects experienced. No lot or expiration provided unknown if product is available for retrieval. Reported to (B)(6) by health professional.